Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 lot #: 17692260 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing severe headaches. The physician is not sure if headache was device related and it is unknown what caused the headache. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing severe headaches. The physician is not sure if headache was device related and it is unknown what caused the headache. The patient will undergo an explant procedure.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)): device evaluation indicated that the patient was explanted due to other health issues. The device regained its functionality after being recharged, and passed the functional test and revealed no anomalies. Sc-2218-70 (sn (B)(4)): device evaluation indicated the proximal ends of the leads were fractured and no cables were exposed. Damage to the leads was a result of a typical explant procedure and it was not considered a failure. Sc-4316 (ln 17692260): device evaluation indicated that one of the eyelets was torn and there were no missing silicone material.

Event description:
A report was received that the patient was experiencing severe headaches. The physician is not sure if headache was device related and it is unknown what caused the headache. The patient will undergo an explant procedure.